Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced low blood glucose. The customer¿s blood glucose level was 53 mg/dl. The customer also stated that the insulin pump received this alarm is generated when a power system error is detected and this error does not prevent the pump from running. Troubleshooting was performed and noticed that the self test was failed. The insulin pump will be returned for analysis.